Event description:
It was reported that the asymptomatic patient presented for a right atrial lead revision due to low lead impedance. Testing showed that the device header atrial port was causing erroneous electrical measurements of the connected lead. The device was explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Manufacturer narrative:
The reported impedance anomalies were confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported field event could not be determined.